Manufacturer narrative:
Retained lot samples for syringe lot 64232a were tested for needle sharpness. No abnormalities were found during testing.

Event description:
End user reports that syringes from item 829155 lot 64232a are dull.

Manufacturer narrative:
Initial trend analysis for lot 64232a was conducted, no malfunctions were found. This is the only complaint for lot 64232a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that syringes from item 829155 lot 64232a are dull.